Manufacturer narrative:
(B)(4). Concomitant: compr vrs glen pps min tpr adr lot#872890 item#110027734. The reported event could not be confirmed based on limited information received. No devices returned; therefore, no visual or dimensional inspections were conducted. Device history record  (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Final design notice for the patient specific product was approved by the surgeon. A definitive root cause cannot be determined with the information provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-04218.

Event description:
It was reported that the patient underwent initial surgery with a comprehensive vrs shoulder system. During the procedure, as the doctor drilled and secured the peripheral screw holes, he was unable to implant the central screw, either due to the drilled hole or the glenoid component itself. The surgeon also tried a second time, without success. Ultimately, the component was implanted without the central screw. It was further reported that the central guide does not fit well inside the central hole of the custom glenoid, furthermore the guide that comes with the glenoid is situated on the wrong side making use difficult because of exposure within the shoulder, thus contributing to this issue. Attempts have been made to obtain additional information however further information is not available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported products were reviewed for compatibility with no issues noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Unable to implant central screw after drilling, no further event information available at the time of this report.